Manufacturer narrative:
Investigation results: it was reported, that the surgeon detected a small amount of stem subsidence within the first month after initial surgery. It was identified that the distal tip of the stem on primary implantation had possibly rested upon an area of sclerotic bone change within the canal. As the discomfort of the patient did not settle, a revision surgery was conducted to remove the stem. The device, used in treatment, was not returned for investigation. The production documentation was reviewed. There are no indications that the device failed to match specification at the time of manufacturing. Furthermore, no further complaint was reported for the batch in scope. The failure mode and the severity are covered through our risk management files. The IFU (lit. No. 12.23, (B)(6) lists "dislocation, subluxation, insufficient range of movement, undesirable shortening or lengthening of the limb" among the possible side effects resulting from total hip arthroplasty. A medical investigation was not conducted, as no adequate material was returned for investigation. The reported failure mode could not be independently confirmed. The root cause is attributed to a known inherent risk from a total hip arthroplasty. Should additional information become available, this complaint will be reassessed. Smith and nephew will monitor this complaint for similar issues.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient suffered from an event first month after primary surgery. At this time, surgeon reviewed x-rays and felt that there had been a small amount of subsidence since immediate post op x-rays were taken. It was identified that the distal tip of the stem on primary implantation had possibly rested upon an area of sclerotic bone change within the canal. Surgeon and patient decided to see if the discomfort would settle and review after christmas/new year period. The discomfort didn't settle and more x-rays were ordered, a lesion was visible at the level of the distal tip of stem and the stem had noticeably subsided to the level of the bottom of this lesion. The surgeon felt the stem was loose and not likely to integrate at this point, and it was decided to undertake a stem revision. Primary surgery was on (B)(6) 2020.